Event description:
Technical services received a call on (B)(6) 2012. Caller reported that he will be doing a device change out due to eri. Patient has a medtronic fidelis. Caller is asking for recommendations. Technical services advised caller to cap and replace. This rv lead was implanted on (B)(6) 2005. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).